Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture. An x ray revealed the ra lead had no slack. The ra lead was explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.

Event description:
It was reported that this right atrial (ra) lead was exhibiting loss of capture. An x ray revealed the ra lead had no slack. The ra lead was explanted and replaced. No additional adverse patient effects were reported. This product has not returned for analysis.